Manufacturer narrative:
The report of ineffective stimulation was not able to be confirmed. Analysis of the returned lead extension found it was cut as a result of the explant procedure and only the header segment of the extension was returned. Microscopic inspection and a continuity check of the header segment did not identify any broken wires. The terminal end segment of the lead was not returned for analysis.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01282, 1627487-2021-01862. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the ipg and extensions were explanted and replaced.